Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in h11 were updated. H6 codes were added: component, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. An image of the device was provided and review of the image confirmed a distal tip split on the esheath. The complaints for inability to introduce the sheath and the distal split tip were confirmed based on the device imagery. Available information suggests that patient factors (calcification) likely contributed to the event as it was reported that "the perceived root cause of the event was a shelf of calcium." Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. During sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (e.g. High push force) may lead to sheath tip damage if compounded with challenging anatomical factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure to implant a 29 mm sapien 3 valve, difficulty was encountered advancing the 16f esheath+ into the patient. An 18f dilator was used and the esheath+ was attempted to be placed. The esheath+ used could not be advanced despite switching to another wire. Upon removal, the esheath+ was noted to be damaged. A new 16f esheath+ was prepared and the vessel was ballooned with a 10 mm balloon. The second esheath+ was successfully advanced and the valve was successfully implanted. No injury occurred and the patient was in stable condition after the procedure. The perceived root cause of the event was a shelf of calcium.